Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag refilled during recirculation. There was no patient involvement. Tech support went through the troubleshooting process. No parts were replaced and the machine was put back in service with no further issues.